Manufacturer narrative:
A device history record (DHR) review could not be performed as the device serial number was unable to be obtained. The cause of infection could not be determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system developed an infection. No further information was provided.